Event description:
It was reported that the customer was hospitalized due to low blood glucose and glandular fever on (B)(6) 2021. The customer's blood glucose value at the time of incident was 1.8 mmol/l. The customer experienced symptoms like fever, vomiting, nausea, exhausted and tiredness. Customer was feeling sick. It was unknown that whether the auto mode feature was active at the time of incident. The insulin pump was working the whole time and they were using the insulin pump for corrections or dosing during the hospital stay. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.